Manufacturer narrative:
(B)(4). Concomitant medical products: 20 g angiocath peripheral IV catheter, unknown model number, manufacturer is (B)(4); therapy date (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension set leaked at the connection to the peripheral IV catheter during an injection of IV contrast solution. There was no report of patient harm. Although requested, no other event details were provided. Received a copy of the customer's medwatch report from the FDA which states, "the carefusion 11" extension set (ref mxp5304-c) was not able to fully tighten to the 20ga angiocath pink hub, causing it to separate and leak during the contrast injection."